Manufacturer narrative:
One hotline® disposable administration set was returned for analysis. Upon visual inspection the luer was observed to be broken. Relevant documents and the manufacturing process were both reviewed and deemed adequate. The leak testing, visual inspection process, and training records were reviewed; no discrepancies noted. An audit of the leak testing was performed on 32 samples from production floor; no discrepancies found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that the connector to a smiths medical level 1® hotline® disposable administration set was found cracked leading to reported blood return and leakage. There were no reported adverse patient effects.